Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer stated that the insulin pump got wet when they went swimming and was beeping. When the customer came out the insulin pump had a black screen and had an insulin pump error alarm. The insulin pump was submerged in water for a minute and half. The customer reported that a constant tone was occurring. The customer declined troubleshooting for the insulin pump error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a21 alarm due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.